Manufacturer narrative:
Concomitant therapies: harmonyca¿ with lidocaine. Type of investigation code: b12, b14, b15. Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of urinary tract infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ with lidocaine, juvéderm® volux¿, juvéderm® volift¿ with lidocaine, and harmonyca¿ with lidocaine. One month later, patient developed a urinary tract infection, deemed not device related and underwent treatment; infection resolved. Two months later, patient developed "edema as if it were an internal spine in the region from "bulldog to next to the modiolus¿ left side." Three weeks later, hcp saw a firm and palpable nodule without sign of infection. Approximately a few days later, patient developed similar edema on the right side that was painful to the touch and "aestheticly unpleasant because it is stuffed." Patient noted, "some moments it felt as if they were grainy like sand. It was noted that patient "had a remaining left submandibular ingua." Patient took 2 predsim tablets and felt slightly better. When patient stops the medication, the edema returns. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00257 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00258 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00260 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Healthcare professional (hcp) reported that patient was injected with juvéderm® voluma¿ with lidocaine, juvéderm® volux¿, juvéderm® volift¿ with lidocaine, and harmonyca¿ with lidocaine. One month later, patient developed a urinary tract infection, deemed not device related and underwent treatment; infection resolved. Two months later, patient developed "edema as if it were an internal spine in the region from "bulldog to next to the modiolus¿ left side." Three weeks later, hcp saw a firm and palpable nodule without sign of infection. Approximately a few days later, patient developed similar edema on the right side that was painful to the touch and "aestheticly unpleasant because it is stuffed." Patient noted, "some moments it felt as if they were grainy like sand. It was noted that patient "had a remaining left submandibular ingua." Patient took 2 predsim tablets and felt slightly better. When patient stops the medication, the edema returns. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00257 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00258 (allergan complaint #(B)(4)), MDR ID# 3005113652-2023-00260 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.